Event description:
During ventilator therapy on a neonatal patient the ventilator began auto triggering rapid breath rates. When the therapist removed the reusable flow transducer the auto triggering stopped. The therapist then attempted to use a disposable flow sensor and the auto triggering continued. When a new reusable flow sensor was deployed the ventilator resumed normal operation. Inspection of the failed reusable flow sensor noted two electrically burnt pins. This event similar to a previous medsun report. Manufacturer rep advised biomedical review and communication with the company. Biomedical to return the flow sensor to the company for evaluation and have further testing on ventilator.